Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been rec'd for eval. If the sample is rec'd, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a debulking procedure, the jaws locked up while the surgeon was working on tissue bundles described as being very large. This occurred with two different devices. The other device can be referenced on MFR report # 1717344-2010-00854. There was no pt injury associated with this event.